Event description:
It was reported that the patient had an ¿old stimulator¿ put in 2000 and replaced in 2001. The patient was unsure if the implantable neurostimulator (ins) was replaced due to normal battery depletion, as she has had many stimulators and was uncertain of the timeline. It was reported that ¿the whole thing just stopped¿ with one of the patient¿s stimulators. It was reported the patient had a surgery and the physician ¿did it wrong.¿

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer.